Event description:
--

Event description:
--

Event description:
Boston scientific received information that during interrogation at a routine clinical follow-up, the programmer displayed fault code numbered 1003. A call was then placed to technical services at which time immediate device replacement was recommended. The patient was hospitalized, with replacement taking place the following day, in the absence of adverse effects. The explanted device will be returned for a (B)(4) evaluation.

Event description:
Subsequent information states the device has been successfully replaced and will be returned for a (B)(4) evaluation. Device history notes that during the previous follow-up a few weeks prior, a battery status of good with over 9 years of remaining life, was observed. The patient is not being paced and only one 14 joule shock had been delivered(during dft testing). All other parameters were reported as good; another boston scientific device was implanted in the absence of adverse patient effects.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. The device's internal diagnostics indicated that the battery voltage was lower than expected (3.003 volts). External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.